Manufacturer narrative:
Device received with minor scratched lcd window. No cracks on the screen noted. Pump error 35 alarm and critical pump error, problem isolated to the force sensor. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and received a broken force sensor was detected during seating or regular delivery error alarm. The customer¿s blood glucose level was unknown. The customer also reported that the crack was on the screen of insulin pump. The insulin pump will be returned for analysis.